Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and no issues were observed. Functional testing was also performed and the unit passed all tests; however the current test could not be conducted since an open circuit was detected and the unit did not heat up. It is possible that the damage was due to overheating of the unit. Based on the investigation performed, the reported complaint was confirmed. Although the complaint was confirmed, a root cause for the reported issue could not be determined. All aquatherm heaters are 100% tested at the manufacturing facility; therefore, a defect of this type would be detected prior to release. A conclusion code could not be chosen as the complaint was confirmed; although a root cause was not established.

Event description:
The customer alleges that the device is not heating during use. No patient injury reported.

Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes required. Corrective actions cannot be established since it is necessary to receive the device sample to perform a proper investigation and confirm the alleged defect. At this time since the device sample is not available, it is not possible to determine the source of the defect reported. Customer complaint cannot be confirmed since the device sample is not available to perform a proper investigation and determine the root cause. If the device sample becomes available at a later date, this complaint will be updated accordingly. Teleflex will continue to monitor and trend on similar complaints.

Event description:
The customer alleges that the device is not heating during use. No patient injury reported.